Event description:
A customer reported via phone call indicating that their insulin pump alarmed button error. The patient's blood glucose level was 113 mg/dl at the time of the call. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
Findings: no button error alarm noted. Unit had no button response due to corroded keypad traces. Unit had cracked reservoir tube lip, scratched reservoir tube window, minor scratched display window, cracked case at display window corner, scratched case and broken belt clip slot.